Manufacturer narrative:
A supplemental report is being submitted for additional information was received. D4:UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: the driveline boot cover (lot r019845) was returned for evaluation. A review of the driveline cover's manufacturing documentation confirmed that the associated device met all requirements for release. There was no evidence that the driveline boot cover had previously been serviced. Various analyses were conducted and reviewed in order to evaluate the performance of the returned device in relation to the reported event. On-site inspection of the driveline cable boot cover revealed that the boot cover was unable to be removed. Visual inspection of the returned device revealed that the driveline cover was in a damaged condition; therefore, functional testing and dimensional verification could not be performed. Additionally, visual inspection revealed slight discoloration and foreign material within the device, likely due to the handling of the device. Supplemental testing previously performed on similar samples revealed that the driveline covers analyzed exhibited increased hardness and material stiffness as compared to a control sample. As a result, the reported event was confirmed. A stuck driveline cover removal was performed to mitigate the conditions reported, which corresponds with the returned driveline cover being in a damaged condition. Based on historical review of similar events and the investigation conducted, a possible root cause of the reported inability to remove the driveline boot cover event can be attributed, but not limited, to leaching of the plasticizer from the material and/or degradation of the material, resulting in hardening and shrinkage. CAPA pr00536773 is further investigating this issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the driveline boot cover was stuck and could not be removed. Servicing was performed and the driveline boot cover was removed from service. The ventricular assist device (vad) remains in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. D4: UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Continuation of d10:ddmb1d4 ICD implanted (B)(6)2016, 6947m62 lead, implanted (B)(6) 2016, 5076-52 lead, implanted (B)(6) 2016. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.